Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a hawkone atherectomy procedure. Reportedly, the starclose se thumb advancer did not completely split the starclose se sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath split/thumb advancer issue was confirmed. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: resistance was felt during advancement of the starclose se thumb advancer. When clip deployment was attempted, the device came out of the patient with the clip undeployed. No additional information was provided.